Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a wound revision of the implant site due to a blood clot at the neurostimulator implant site identified the day after rns system implant. No additional details were provided by the treating center.